Event description:
Per the doctor, the foot plate did not retract. The perclose wasremoved and after 25 minutes of manual pressure, a femostop was placed on the groin. The patient was transferred out of lab without incident. The patient did not have any groin complications related to the device.